Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify the statement you made regarding the two clip appliers "not forming clips correctly"? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Dropped clips as well as malformed clips.

Event description:
It was reported that while performing a colectomy, the physician indicated that the clip applier would not form clips correctly. When the sales rep reviewed the technique with the physician, it was discovered the physician was using the device correctly. The procedure was completed using another clip applier. There was no patient consequence.